Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during an iiiac embolization procedure, the physician had difficulty in advancing the coil. The coil did not reach the end of the catheter so the coil was removed, the catheter was then cut and the coil re-advanced. The doctor handled the coil during this with sticky, blood covered fingers and the coil had stuck to them. When the coil was finally removed it had been stretched and damaged and it was noted that it had separated into two pieces. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.